Event description:
A report from the field indicated that a shunt, inserted in a pt with a myelomeningocele, led to csf collection outside the shunt, at shunt revision, there was a suggestion of distal shunt obstruction. Its distal end was impossible to retrieve and a laparotomy has to be done to release the end of the catheter. However, a new shunt was inserted, but within a short time, there was a recollection of csf along the shunt out-end tubing. Co could not obtain details nor additional informaiton yet.